Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
. External insulation abrasion was noted at 10.3-11.0cm from distal tip electrode consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.2-40.4cm from distal tip consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 7.0-9.7cm from distal tip electrode consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
It was reported that the asymptomatic patient had presented to the clinic for a normal follow up, and the lead was found to have externalized conductors when it was diagnostically imaged. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced.